Event description:
It was reported through a meta-analysis literature article that first generation angio-seals were deployed in the puncture sites post procedure. Pre-deployment angiograms were performed. IV unfractionated heparin was given after sheath insertion and additional heparin was administered approximately every 30 minutes to maintain an act level of 200-250. The patients also received a gp/iib/iiia receptor inhibitor with abciximab 0.25mg/kg bolus followed by 0.125 mg/kg each hour via IV infusion for 12 hours and also received aspirin daily. Following the procedure the patients began to ambulate 2 hours after the procedure and 6-8 hours if manual compression was used. One patient of a total patients experienced a vessel occlusion and underwent vascular repair. The study was performed between 1997 and 2000. The physicians who deployed the angio-seals are unknown. Additional information was not available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined, the angio-seal instruction for use(IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.